Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced pain, extrusion, infection, urinary problems, recurrence, dyspareunia, vaginal scarring and other.(B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent diagnostic laparoscopy with extensive lysis of adhesions, revision of sling and excision of vaginal mesh on (B)(6) 2014 by dr. (B)(6) due to mesh extrusion, pelvic prolapse and history of a pelvic mass at the (B)(6) medical center, (B)(6).

Event description:
It was reported that the patient underwent diagnostic laparoscopy with extensive lysis of adhesions, revision of sling and excision of vaginal mesh on (B)(6) 2014 by dr. (B)(6) due to mesh extrusion, pelvic prolapse and history of a pelvic mass at the (B)(6) medical center, (B)(6).